Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, a cartridge change was performed resolving the occlusions. There was no adverse impact to customer¿s blood glucose level.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer successfully completed a 9-unit bolus with an empty cartridge to address the issue.